Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed.this complaint will be accounted for and monitored via post market surveillance activities.if additional information is made available, the investigation will be updated as applicable.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
On 10-apr-2024, it was reported to accelus that dr. (B)(6) notified his local distributor of a case where a shim has backed out of the shell of a case done 6 months ago. Pictures provided intraoperatively and 6 months implantation. Current plan is to monitor and no revision surgery scheduled. Patient is doing okay. No other patient impact or harms were reported. Device remains implanted. Procedure date (B)(6) 2023: surgeon has provided intraoperative and 6-month post op scans of patient. During procedure, the surgeon had pre-packed disc space with graft. Upon insertion of the implant, the surgeon reported resistance when winding the t handle to expand the cage. The surgeon was asked to confirm if he heard the locking "click" however declined and said, "I don't want to turn the handle any further". Due to difficulty of inserting implant, it was recommended to use the locking gauge to check implant was locked however the surgeon was unable to seat the lock gauge into the back of the implant. A contralateral oblique x-ray was recommended however surgeon declined. A lateral image was taken of which the surgeon confirmed he was happy it was locked and reported he could visualize that the shim appeared to be fully inserted into the shell and was satisfied that it was locked.